Event description:
It was reported that the patient stated they "recently felt the heart device like "muscle twitch" and they weren't sure what that was." The patient indicated they had never felt it before. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 4076-52 lead 2014-(B)(6).